Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. Per the reported information, the cause of expiration was not provided by the customer. No device-related issues were reported. An autopsy was not performed. The device was not explanted and is not available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 11oct2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was not an autopsy performed and the device was not returned for evaluation. No additional information was provided.